Event description:
Report received of a non-delivery of IV fluids. A nurse reported that the pump did not sense an occlusion and did not alarm. It was reported that there may have been misloaded tubing and the pump did not detect an occlusion. It was reported that the pump display indicated that the pump was delivering but that there were no drops dripping in the drip chamber and no fluid being delivered. It was not known how long the pump was not delivering fluid. It was reportedly discovered when the nurse went to administer an ivp medication and reported that the line was clotted off. The IV access needed to be re-started. There was no reported adverse pt event. Though requested, there was no further info available.